Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a routine supply change a cartridge change error occurred. The user's blood glucose level was reported at 200 mg/dl. Reportedly, the user was able to complete the loading process with a new cartridge and resume insulin delivery.